Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was found broken upon opening the package. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.